Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen breast" and "fluid was tested and confirmed lymphoma alcl."

Event description:
Patient representative reported left side "swollen breast" and "fluid was tested and confirmed lymphoma alcl ." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device was explanted.